Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has not been confirmed or reproduced. The evaluation did uncover a swelled cable unit, which caused the switches not to work. A damaged button was also found. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted oiympus for a repair request due to their 4k autoclavable camera head not producing an image. The reported phenomenon was discovered during preparation for use. No patient or user harm has been reported.

Manufacturer narrative:
Updated h2, h3, and h6.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.